Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "drill broke during surgery and remained in the patient."

Event description:
As reported: "drill broke during surgery and remained in the patient."

Manufacturer narrative:
Please note the correction to d9. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. The received query for the possibility of MRI with a broken instrument is sent to the r&d team and as instruments are not designed in any way (intended use) to stay in the body, and MRI data exist only for implant further statement exists that ¿stryker systems have not been evaluated for safety and compatibility in magnetic resonance (mr) environment and have not been tested for heating or migration in the mr environment, unless specified otherwise on the product labels and/or respective operative technique.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.